Event description:
Myriad of autoimmune type issues related to non FDA approved breast implants I have, want them out, still currently have them and feel they are behind all of the issues I have. Pip saline implants placed in 2000, now just found out they were recalled or not approved by FDA at that time, not sure why I was never notified. Hair loss, fatigue, joint and muscle inflammation. Have had positive ana for years and nothing else positive to explain it. FDA safety report ID# (B)(4).